Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H4. Device mfg date: the reported lot# 4443599 could not be found for the reported catalog# 101/858/080; therefore, the manufacturing date could not be determined. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the size 8.0 inner cannulas were reportedly falling out and not clicking into size 8.0 trach. The event occurred during quality control testing at supply room on unused equipment. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. A device history record could not be completed as no lot number was received.